Event description:
It was reported that low impedance was observed. The patient experienced pain at ICD site when local compression was administered during radiation therapy. Lead insulation damage was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.